Event description:
It was reported that during a vt shunt surgery the hand piece device "made a sound as if there was a hole in the rubber, however it was unknown if a hole existed." The reporter stated that there was no delay in surgery; no patient harm, adverse outcome or injury was alleged. An identical spare device was used to complete the surgery successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. (B)(4) evaluated the device and the reporter's complaint was confirmed. A hole in the outer hose was observed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.